Manufacturer narrative:
Review of instrument image:crrswell: h06..interpretation: posexpected interpretation: no history.image description: looks pos.reaction strength: 47.crrid;wells: al01 to f02.interpretation: all neg.expected interpretation: no history.image description: all look neg.reaction strength: <20.confirmed the reactivity of the e antigen on retention crrid, lot id120.confirmed the reactivity of the e antigen on returned crrid, lot id120.

Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready ID (crrid). The sample had a positve antibody screen with capture -r ready screen (crrs).